Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication (unknown concentration and dose) via an implantable pump. The pump's indication for use (IFU) was listed as non-malignant pain. Infection symptoms were reported. The patient stated when she went to get the pump refilled not long after the pump was implanted on (B)(6) 2012, it was all red around the pump area and infected. A pump refill wasn't performed. The event date was noted as (B)(6) 2012. The area of infection was specified as the pocket. It was noted that the symptoms were gradual. Oral antibiotics were administered to the patient. It was indicated that it was unknown whether the infection was confirmed and also that the strain was unknown. The entire system was explanted and the patient no longer has an implant from this manufacturer. It was noted that the infection resolved. Follow-up was conducted for the intrathecal drug information (drug name, concentration, dose, lot number, and therapy start and stop dates), other medications that the patient was taking at the time of the event, pertinent patient medical history, the cause of the infection, and diagnostics performed in relation to the infection. If additional information is received, a follow-up report will be sent.